Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (over 300 mg/dl) and boluses via the pump were delivered to address the high bg. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site if necessary and was to discuss the high bg with a healthcare provider.